Event description:
The customer reported that this unit had unexpected shutdowns.

Manufacturer narrative:
The customer reported that this unit had unexpected shutdowns. The unit was evaluated at philips and the failure was verified. Replacement of the internal data card resolved the reported failure.